Manufacturer narrative:
Additional information was received. The results of the provided information were provided. Device history records (DHR): the DHR check could not be performed as the lot number was not available. An e-mail requesting missing device data information was sent on july 26, 2017 . At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis no trend analysis could be performed as no item number(s) is/are available. Event description - event summary: it was reported in a journal article that during six surgeries, patients greater trochanter fractured which was intraoperatively managed by cerclage fixation and suture fixation procedure. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation no product documentation was reviewed for investigation. Root cause analysis due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Conclusion summary intraoperative bone fracture cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Further, it is unknown, whether the surgeon is familiar with the surgical technique and if it was followed. An exact root cause could therefor not be determined. Zimmer (B)(4) consider this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patients were implanted an unknown zweymuller stem hip implant (catalogue number unknown) on an unknown side (exact date not reported). Patients presented greater trochanter fracture intraoperatively managed by cerclage fixation and suture fixation procedure.